Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the error e227 which indicated the temperature sensor of the subject device was damaged was displayed during the incoming inspection for the repair at olympus china. Olympus (B)(4) found the printed circuit board damage of the subject device which might have caused the error e227. There was no patient injury associated with this report.